Event description:
It was reported that a one-link needle-free catheter extension set had an occluded valve. The reporter stated that the set was unable to be primed with normal saline. Patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow testing was performed by attaching an in-house syringe filled with water to one of the one-link luer activated devices and manually activating the plunger. A leak was noted between the tubing and the male luer inlet port. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.